Event description:
Ous MDR - an rv-exit block and elevated impedance value were observed accompanied by two episodes of oversensing, malfunction of rv lead was suspected. During the surgical revision the diagnosis of a loose set screw on the crt-d device was established, causing a bad ICD-lead connection. Problem was solved during the revision.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.